Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. After the warm-up period, the patient reported they were receiving cgm readings. On (B)(6) 2023, the patient received a sensor failure alert and was not receiving any cgm readings. The patient was ¿not thinking very well¿, therefore, the patient¿s mother took her to the emergency room (ER). At the ER, it was found that the patient¿s bg level was ¿high", but no specific value was reported. There were no treatment/medication details provided for this event. The patient was discharged home 4 days later. The patient was doing fine at the time of report. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.